Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain. The cause and treatment were not reported. Four days after event onset, the patient was hospitalized via outpatient department. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.